Event description:
It was reported that during a da vinci-assisted surgical procedure the force bipolar instrument could not be controlled from console. The surgeon had to extend an incision to remove the instrument. The case was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. .